Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the reported issue. The ventilator passed 193 hours of extended tests at the customers settings. The ventilator passed the initial alarm volume test and the final test procedure which measures the ptvs ability to correctly measure the exhaled volume (vte) at many different volume settings. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit was delivering a higher tidal volume than expected. It is unknown at this time whether there was any patient involvement associated with this complaint.